Event description:
On november 23, 2008 the lay user's/pt's son contacted lifescan (lfs) alleging that the onetouch ultra 2 meter was going into the main menu screen. The complaint was classified based on the customer care advocate's (cca) documentation since the medical affairs specialist (mas) was unable to contact the pt to obtain add'l info. The mas mailed a letter to the pt on november 26, 2008, in an attempt to contact the patient for f/u questioning. The pt's son stated that the reported issue first occurred in 2008 (time unk). During that time, the pt reportedly was seeing the main menu/last result/all results. During troubleshooting the cca noted that the pt turned on the subject meter by pressing the ok button and therefore, the meter was going into the main menu screen. The reported issue was resolved during the troubleshooting. The pt's son stated, "his mother required treatment because she could not get the meter to operate". The mas noted from the recorded call on the event date (time unk), the pt was taken to the ER since she reportedly could not get the meter to operate. The pt's son then disconnected the call and the cca could not complete the documentation. It is not known what kind of treatment the pt rec'd and also it is not known whether the pt was able to obtain any readings on the meter prior to the reported issue. There is no evidence that the subject meter malfunctioned since the reported issue was resolved during the troubleshooting. Based on the provided info, this complaint is being reported because the pt allegedly required treatment at the ER after she reportedly could not get the meter to operate.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject prod(s) for eval. If the prod(s) are returned, lfs will evaluate it/them and inform FDA of prod(s) that do not pass inspection in a supplemental report.